Manufacturer narrative:
Supplemental report four of fifteen for the same event, reference 0002242816-2014-00013-2 and 0002242816-2015-00094-1 through 00107-1.

Event description:
The operative report for the revision surgery on (B)(6) 2013 states "preoperative history: the patient is a (B)(6) with a longstanding history of back and right leg pain that was corrected with a scoliosis correction t9 to sacrum about 3 years ago. The patient was doing well, but approximately 6 weeks ago heard a crack and started developing severe back pain. It was determined she had fractured rods as well as pseudoarthrosis at l4-l5." The report states "the screws and rods were removed. Exploration of all the other levels revealed solid fusion. The t9-t10 region was a sparse infusion but solid. New hardware was implanted and the patient was returned to the recovery room in satisfactory condition." No complications were reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The initial notification on jan. 9, 2014 (report 0002242816-2014-00013) did not contain part or lot numbers. On (B)(6) 2015 an invoice containing all parts and lots implanted on (B)(6) 2010 was received. As there is no indication which parts were explanted an MDR was submitted for each part and lot. Report four of fifteen for the same event, see also 0002242816-2014-00013 (-1) and 0002242816-2015-00094, 00095, 00097 through 00107.

Event description:
Legal counsel for patient reports patient underwent a scoliosis and fusion procedure on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of two fractured spinal rods and pseudoarthrosis. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.